Manufacturer narrative:
A product investigation is in progress.

Event description:
Tampon ripped off inside me [foreign body in reproductive tract]. Tampon ripped [device breakage]. Case description: consumer reported via phone that tampons ripped off inside her. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampon ripped off inside me [foreign body in reproductive tract]. Tampon ripped [device breakage]. Cervix inflamed [cervix inflammation]. Case description: consumer reported via phone that tampons ripped off inside her. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampon ripped off inside me [foreign body in reproductive tract]. Tampon ripped [device breakage]. Cervix inflamed [cervix inflammation]. Bleeding- vagina [vaginal haemorrhage]. Pain- vagina [vulvovaginal pain]. Bv infection- vagina [bacterial vaginosis]. Brownish bloody type discharge, pus - vaginal [vaginal discharge]. Cervix mildly irritated [vulvovaginal discomfort]. Pelvic pain [pelvic pain]. Case description: consumer reported via phone that tampons ripped off inside her. No serious injury reported.